Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after the initial startup of the intra-aortic balloon (iab) therapy, the nurse noticed there was no iab waveform. The nurse informed the doctor and the iab was replaced. The replacement iab was successfully used to give patient therapy. There was no patient injury reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. One kink was found on catheter tubing and inner lumen near the y-fitting approximately 75.9cm from the iab tip. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and resistance was only felt at the kinked location. The condition of the iab as received indicated a kink on the catheter tubing and inner lumen. This can cause difficulty monitoring the waveform. The evaluation confirmed the reported problem. We are unable to determine when the kink may have occurred. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after the initial startup of the intra-aortic balloon (iab) therapy, the nurse noticed there was no iab waveform. The nurse informed the doctor and the iab was replaced. The replacement iab was successfully used to give patient therapy. There was no patient injury reported.